Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s mother reported via phone call that the insulin pump received no delivery alarm and the customer started vomiting and had onset of diabetic ketoacidosis. The customer¿s blood glucose level was unknown. The customer performed the troubleshooting for no delivery alarm and was reporting a past event. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.